Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage on motor. The insulin pump was unable to test for unexpected vibrator anomaly due to blank display. The insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 150 mg/dl. The customer was sitting on the edge of the pool. Customer stated that the device is vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after the device exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had vibration anomaly. Customer's blood glucose was 150 mg/dl. The customer stated that the device is on continuous vibration. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose was 150 mg/dl.